Event description:
It was reported that the display stopped working. A rotablator rotational atherectomy system was used for treatment. During procedure, it was noted that the device stalled a couple of times and the display would turn off. The procedure was temporarily stopped. After 20 to 30 seconds, the display was lit up again and the procedure was completed with this device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The console and foot pedal were tested using a rotalink 1.75mm burr. The rotational speed in dynaglide mode was 74 krpm; the maximum turbine rotational speed reached was 230 krpm; the turbine speed was set to and maintained 170 krpm. These are typical operational speeds. The console and the foot pedal functioned properly, readily activating/deactivating the burr rotation and switching the console between turbine and dynaglide modes. All displays and indicators function as expected and the console did not exhibit any tendency to stall. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the display stopped working. A rotablator rotational atherectomy system was used for treatment. During procedure, it was noted that the device stalled a couple of times and the display would turn off. The procedure was temporarily stopped. After 20 to 30 seconds, the display was lit up again and the procedure was completed with this device. No patient complications reported.

Manufacturer narrative:
(B)(4).